Event description:
It was reported that after the surgeon had completed a laminectomy, a surgical fellow was left to close the pt. The surgical fellow placed the chest tube and closed the incision site. The surgical fellow then attached the neptune suction line to the chest tube to initiate drainage. The chest tube was then attached to a zimmer hemovac chest drain. After an unspecified length of time while still in the operating room, the pt had a seizure and went into cardiac arrest. It was then noticed that cerebral spinal fluid was draining into the chest drain. According to the surgeon, it is believed that the chest tube was lying across the dural sac when the neptune suction was attached. It is also believed that the suction movement caused the dural sac to rub against a bony structure and become punctured, which released the cerebral spinal fluid. The pt was stabilized and after 3 months of rehabilitation, the pt made a full recovery. The surgeon reported that the neptune rover did not malfunction and operated as intended. The surgeon also reported that it was inappropriate for the surgical fellow to attach high suction to a chest tube, and therefore he did not believe that the neptune rover was responsible for any of the adverse consequences related to this event. The reported event occurred during (B)(6) 2010. A stryker sales rep became aware of the event during an on-site visit during (B)(6) 2012. The incident was not originally reported to stryker, because the surgeon did not feel that the neptune rover malfunctioned nor was responsible for the adverse event.

Manufacturer narrative:
The user facility did not report the event, or request service on the rover. The facility continued to use the device in surgical procedures. The user facility did not notify stryker, at the time of the event and did not request a service visit. The surgeon does not allege that the neptune malfunctioned or operated incorrectly. The surgeon indicated that the event occurred as a result of the user inappropriately using the device. On (B)(4) 2012, stryker instruments issued a recall for the instructions for use (IFU) for neptune 1 and neptune 2. The reason for the recall was to update the IFU to include a warning against using the neptune device in a manner in which it was not intended to be used. The assigned recall numbers are (B)(4).